Manufacturer narrative:
The device was returned for analysis. Dried body fluid found on the handle, main body tubing, distal end. Dried saline on the distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical shorts or opens as checked manually using a multi-meter and breakout box. All electrodes, thermocouple and sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. No temperature issues prior to, during, or after ablation sequence. Device tested at 50 w and 30 ml/min flow. No additional irrigation or soaking performed. The device's lumen and distal end were leak tested using an isaac pressure decay test system. First, the irrigation holes and mes were sealed off with a touhy bourst seal. The lumen pressure decay was measured multiple times at 107 psi, with re-seating of the tb seal between each test. Pressure decay values were "gross fail" for all three attempts (spec limit is 0.3 psi). Next, the distal end was inserted into fixture e181359-100 to seal the distal end. The distal shaft pressure decay was measured multiple times at 15 psi, with re-insertion of the distal end into the fixture between each test. Pressure decay values were "gross fail" for all three attempts (spec limit is 0.044 psi). The irrigation tubing is torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting.

Event description:
Reportable based on device analysis completed on 07-aug-2019. It was reported that the catheter temperature was incorrect. During an ablation procedure for ventricular tachycardia with an intellatip mifi xp ablation catheter, the generator displayed the wrong temperature. The catheter measured only 70 degrees celsius. No ablation was possible. The procedure was completed with another of the same catheter. No patient complications occurred and the patient was stable following the procedure. However, device analysis revealed the irrigation tubing was torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting.